Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes . Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that medical imaging revealed fluid loss in the balloon of this artificial urinary sphincter (aus) due to a hole in the component's neck. A surgical procedure was performed to remove and replace the device. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that medical imaging revealed fluid loss in the balloon of this artificial urinary sphincter (aus) due to a hole in the component's neck. A surgical procedure was performed to remove and replace the device. No patient complications were reported.